Event description:
It was reported that right atrial (ra) lead warning triggered due to no impedance. It was also reported that the right ventricular (rv) lead had high threshold due to exit block. It was further reported that the implantable pulse generator (ipg) had high output. The ra lead, the rv lead and the ipg were replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.